Event description:
The user facility reported that a patient started bleeding after undergoing a procedure to treat a tumor which included use of trufreeze cryospray therapy. The patient received additional medical intervention and was discharged.

Manufacturer narrative:
The patient was previously treated with endoscopic submucosal dissection (esd) and then radiofrequency ablation (rfa). Approximately three weeks after the patient was discharged from cryospray therapy, the patient later experienced bleeding. The patient sought treatment at the hospital, and the patient required one unit of blood transfusion, endoscopy with clipping of the esophageal ulcer and visible vessel. The catheter was not returned for evaluation. Without the return of the catheter the complaint cannot be confirmed, and the cause of the reported issue cannot be determined. The instructions for use (IFU 1500133) states the following: "when using a scope, place the catheter through the catheter introducer and into the biopsy or working channel of the scope. Ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer." The instructions for use (IFU 1500509) states the following: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." The log files were reviewed for the trufreeze console system and no issues were noted. No additional issues have been reported.